Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 23mm sapien 3 ultra resilia transcatheter heart valve implant in pulmonary valve position by transfemoral approach, during the procedure, the valve was implanted with nominal volume with extra 2ml and severe regurgitation was noted after implantation requiring an immediate implantation of a second valve which was successfully implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation was empirically confirmed based on provided information from fcs (field clinical specialist). Available information suggests that procedural factors (over-inflation) likely contributed to the event as it was reported that the valve was deployed with nominal volume and additional 2ml, and a central leak was detected after deployment. Deploying the valve using more than the prescribed volume may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.